Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to bone loss. Discovered during clinical procedure. Patient came in for uncovering, xray taken showed bone loss.